Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and identified the probable cause as a defective crbon dioxide (co2) membrane which appeared foggy, and sodium electrode. The fse replaced the co2 membrane and sodium electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of false high sodium (na), potassium (k), chloride (cl) patient results with high anion gap on their dxc 800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.